Manufacturer narrative:
A device history record is not available due to insufficient device data. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: "broken" implant.

Event description:
A patient reported for an unknown side, having had "allergan breast implants textured 11 years ago and will now take them out. I need to know what I am entitled to for compensation if it turns out that any of them are broken" and "risk of bia-alcl." This relates to the left side. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Visual analysis of the photographs identified: rupture: no observed on the device. It is not possible to determine the lot number or catalog through the photos provided. It cannot be determined which device is for the left or right side per the photos provided. Refer to ps-qp-onev-115717:covid-19 quality plan - complaint handling.

Event description:
Patient reported right side rupture.this relates to the left side. The device has been removed.

Manufacturer narrative:
Additional, changed, and/or corrected data: a.2.

Event description:
Patient reported right side rupture. The device has been removed.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Patient reported right side rupture.